Event description:
It was reported that the pump cartridge housing was damaged making it difficult to load the cartridge. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty removing cartridges from the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer's pump was out of warranty.